Event description:
During a pci treatment procedure, the blue max balloon deflated slowly after the first inflation to an unk pressure. The pt experienced slight pain during this event. The balloon was being used to dilate the bile duct. The balloon remained inflated for approx 30 seconds, and was deflated with an inflation unit. The blue max balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.